Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display was split and the home screen did not show cgm readings in the main circle despite the user being able to view glucose data when selecting the detail screen, with no cgm disconnection alerts and dexcom g7 settings appearing correct. Symptoms included low blood glucose with a nadir under 70 mg/dl and a duration of approximately 20 minutes, without loss of consciousness or other immediate health effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or assistance. Investigation included troubleshooting and education regarding cgm signal loss with responsible device not identified. Investigation of this case revealed an intermittent display or communication behavior where cgm data remained connected in detail view but failed to populate the primary home display element, while the ilet housing was reported as split. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an unconfirmed source of cgm signal loss and an unresolved user-interface display anomaly.